Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report on: (B)(4) 2013. The site has indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the system was working properly during a gyn procedure and then a red light was observed and the system stopped working. The surgeon found that a piece of the active waveguide had disengaged in the pt cavity. The piece was retrieved from the pt. The site has indicated that the dissector was discarded at the site and will not be returned for evaluation.